Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 11 instances of call service alarm issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 115 allegations of a malfunction, 58 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to a failure of the pump¿s electronically erasable programmable read-only memory, the pump reference voltage was measured and was found to be below specifications, there was moisture in the pump and a mechanical assembly fault. During investigation for unrelated complaints, there were 5 additional failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. Additional h6 method: 3372; results: 454

Event description:
This report summarizes 115 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-73 years of age and between 32 and 280 pounds. Of the reported patients, 53 were male, 61 were female, and 1 was unknown.